Manufacturer narrative:
The device was not returned for evaluation. Based on the results of the investigation, a root cause could not be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during setup, the lcd monitor displayed no picture. There were no reports of patient harm.